Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The issue reported was while scanning a child, detector one pushed up on the pallet and detector two moved inward toward the patient, contacting the patient's arm and respiratory tubing. The operator activated an emergency stop, which halted system motion. There was no report of harm. This issue is under investigation.

Manufacturer narrative:
This is a supplemental report to follow-up / final emdr report 3003768277-2022-00650. The FDA registration number initially chosen was incorrect. The issue reported was during clinical use, detector one contacted the pallet and detector two moved inwards towards the patient, contacting the patient¿s arm. There was no harm. The operator alleged the system did not detect the patient and maintain the correct distance, nor did the collision sensors activate upon contact with the patient. Therefore, the customer initiated the e-stop button to halt system motion. The philips field service engineer (fse) went to the site and evaluated the system. The fse was unable to reproduce the issue; however, confirmed the collision detection circuitry was working as specified. No replacement parts were required. Log files were collected for engineering review. Log file analysis showed the operator was using the handcontroller (hc) to move the detector in closer to the patient. Continued detector motion was observed when the buttons on the hc were released. When the detectors contacted the patient and the table, the log files confirmed the collision circuitry in the detector activated and halted system motion. The continued detector motion was determined to be an issue with the handcontroller. The system is equipped with emergency stop buttons and collision sensors to halt motion. Users should be vigilant while watching the patient and controlling the machine simultaneously and can activate an e-stop in case of any unexpected motion. The probable cause of the continued detector motion was determined to be an issue with the handcontroller. Based on investigation conclusion, this issue is not reportable. Internal cross reference: complaint pr# (B)(4).